Event description:
It was reported on (B)(6) 2018 from the tc that a patient¿s m106 device was interrogated and diagnostics were run stating low output current. Ohms law was applied in order to see if based on the programmed settings and impedance value if output current would be expected to be delivered. Lead impedance is a trimmed value during manufacturing test and verified at multiple impedance points to be +/- 11% of actual value. Additionally, per the design history file, 95% of generators measure impedance values within approximately +/- 10% when considering significant impedance values. The device was programmed to 3.0ma, normal mode, 3.5ma magnet mode, and 3.25ma autostim and was unable to deliver the intended current (output status: low, output current delivered: 2.75ma). A generator at nominal performance would be expected to deliver a minimum of ¿4.21ma¿. The minimum output current that the generator is expected to deliver after accounting for normal variations in impedance accuracy and output voltage is ¿3.19¿. The system diagnostic test provides a ¿current delivered¿ value (2.75ma) however according to the calculations a minimum of 3.19ma should have been able to be delivered. After applying ohms law, with the appropriate tolerances, it is expected that the device should have possibly been able to deliver that programmed output current with the given lead impedance and normal device variation in impedance accuracy and maximum output voltage. No additional or relevant information has been received to date.

Event description:
Additional programming history was reviewed and decoded.